Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows d.2.a medical device type: jka d.2.b common device name: tubes, vials, systems, serum separators, blood collection e.1: initial reporter address: (B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k213670; k231373 investigation summary: bd received 10 photos for investigation from catalog 367841, lot numbers 5101357 and 5260155. The photos were visually evaluated showing the customer¿s indicated failure mode. Furthermore, 100 retained samples from the production lot were inspected, with 0 visible defects observed. Functional tests were performed on 10 retained samples, and all tubes were found to be within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lots 5101357 and 5260155, for the indicated failure mode: underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 3 of 4. It was reported while using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, an unspecified number of tubes underfilled. No adverse impact was reported regarding the patient or user.